Event description:
It was reported that the patient was admitted with coronavirus-19 and concerns for septic shock. Their lactate dehydrogenase (ldh) was elevated. Log files were sent for review for a concern for a spike in pump power. Log file review captured routine events the ventricular assist device (vad) and peripheral equipment were functioning as intended. Pump power was stable over the course of the data capture. It was noted that pulsatility index values were on an upward trend.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established during this evaluation. The submitted log file contained events from 14aug2024 through 04sep2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also provides information regarding the recommended anticoagulation therapy and international normalized ration (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Although only sepsis was reported by the account, the IFU lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system, as well as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the source of the sepsis was bacterial pneumonia. The patient experienced malaise/fall and was not recovering from post-covid-19. The plan of care was supportive treatment of covid-19 and penumonia.